Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device also exhibited low amplitude measurements, and t wave oversensing. Device replacement was recommended. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that this device also exhibited undersensing due to a change in r wave amplitudes. The reduction in r waves could be reproduced with posture testing with the patient. There were also episodes of intermittent non-sustained slow ventricular tachycardia (vt), which the device was oversensing. Technical services (ts) discussed several troubleshooting options. The device was later explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device also exhibited low amplitude measurements, and t wave oversensing. Device replacement was recommended. No adverse patient effects were reported. The device remains in service.